Manufacturer narrative:
Only the distal portion of the lead was returned for analysis. Internal insulation abrasion was found at 9.9cm to 11.1cm from distal tip. Etfe coating was intact at the same location.

Event description:
It was reported that the patient presented to the emergency room for a vt ablation. The patient has received several high voltage shocks since (B)(6) 2012. During vt ablation, externalized conductors were observed via fluoroscopy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.